Event description:
A customer reports during a vitrectomy procedure the oil injection was not working. It was not possible to inject oil into the pt's eye, just gas. The surgery was completed using the same system and accessory with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).